Event description:
The customer reported that while the unit was being set up for patient use they were unable to obtain a clear ECG signal. The patient was switched to another unit and therapy was continued. No patient injury was reported.